Manufacturer narrative:
The coronary viperwire flex tip guidewire was returned for analysis. The guide wire was fractured near the spring tip due to orbital atherectomy device (oad) contact. The root cause of the failure is considered to be use not consistent with the IFU. Scanning electron microscopy (sem) analysis of the guide wire core fracture face showed evidence of ductile torsion. Also, there was rotational damage on the proximal spring tip filars. This evidence was an indication that the spinning driveshaft made contact with the spring tip leading to the fracture. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
During percutaneous coronary intervention procedure to treat a heavily calcified 90% stenosed lesion in heavily tortuous vessel in left anterior descending (lad) artery, a non-csi/abbott guidewire was exchanged with a viperwire advance guidewire and upon delivery using low-speed mode, the viperwire appeared to be fractured. Two treatments were performed prior to the guidewire fracture. However, atherectomy treatment was completed without further issues. The fracture was confirmed when the viperwire was attempted to be removed from the patient after the atherectomy. Physician believes that the fracture occurred when the radiopaque shaft tip of the orbital atherectomy device (oad) came in contact with the spring tip of the viperwire guide wire in-vivo. The fractured part of the wire was removed, and the procedure was completed with no adverse patient consequences.